Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain. CPAP, bipap, and mechanical ventilator devices. Patient has alleged filling lungs with smoke, nasal/throat irritation or soreness. There was no report of patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found no evidence of sound abatement foam degradation or breakdown. Secondary findings include, mineral deposits in water tank, broken blower, contamination in bottom enclosure, tobacco smell in device, contamination in blower and blower box that was inconsistent with degraded sound abatement foam, therefore suggesting the source of the contamination was external to the device. In conclusion, the manufacturer is unable to address the symptoms described, but can confirm the presence of contamination in the air path.

Manufacturer narrative:
H3 other text : device evaluated by manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain. CPAP, bipap, and mechanical ventilator devices. Patient has alleged filling lungs with smoke, nasal/throat irritation or soreness. There was no report of patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found no evidence of sound abatement foam degradation or breakdown. Secondary findings include, mineral deposits in water tank, broken blower, contamination in bottom enclosure, tobacco smell in device, contamination in blower and blower box that was inconsistent with degraded sound abatement foam, therefore suggesting the source of the contamination was external to the device. In conclusion, the manufacturer is unable to address the symptoms described, but can confirm the presence of contamination in the air path. UDI related data quality updates only. The UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format.